Manufacturer narrative:
PMA/510(k): p100022/s014. The investigation of this event is still been carried out. A follow up report will be submitted within 30 days with the investigation conclusions.

Event description:
Information received indicates thrombolysis was carried out after zilver ptx stent placement. Although requested no further details or clarification has been received relating to this event.

Manufacturer narrative:
PMA/510(k): p100022/s014. Images relating to this event have recently been received and are currently being reviewed. A follow up report will be submitted with the image review details and final investigation conclusions.

Event description:
Images relating to this event have recently been received and are currently being reviewed. A follow up report will be submitted with the image review details and final investigation conclusions. Initial event description submitted as follows: information received indicates thrombolysis was carried out after zilver ptx stent placement. Although requested no further details or clarification has been received relating to this event.